Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to detect the attached paddles via multi-function cable. Complainant indicated that there was no pt involvement in the reported malfunction.